Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
Smoke started coming out- oral-b power toothbrush [device catching fire] case narrative: consumer via phone stated that base started making a clicking noise and smoke started coming out. No injury was reported.

Event description:
Smoke started coming out- oral-b power toothbrush [device catching fire] case narrative: consumer via phone stated that base started making a clicking noise and smoke started coming out. No injury was reported. Follow up received on 19-dec-2025: product investigation results: 'no manufacturing cause' and 'no design issue' identified based on investigation. No injury was reported.

Manufacturer narrative:
19-dec-2025 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Smoke started coming out- oral-b power toothbrush [device catching fire]. Case narrative: consumer via phone stated that base started making a clicking noise and smoke started coming out. No injury was reported.

Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.